Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator experienced a ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. The trilogy evo o2 ventilator was evaluated by a third party service center. The service technician states that a ventilator inoperative error code was found in the device's error log relating to 'therapy central processing unit held in boot monitor'. The system printed circuit assembly (pca) board was replaced to resolve the ventilator inoperative error. The service technician also states that two ventilator service required errors were found in the device's error log relating to an internal battery communication failure and an internal battery failure. The service technician replaced the internal battery to resolve the ventilator service required errors. Additionally, the two in line filter prox and machine flow sensor were contaminated. The air foam inlet filter and the particulate filter were replaced for maintenance. The device passed all final testing.